Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lancing device ii, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported a firing mechanism issue with the adc device and would not fire. A replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced hypoglycemia and was unable to self-treat. Customer had contact with a healthcare professional (doctor) who provided a sugar tablet as treatment. No further treatment was provided. There was no report of death or permanent impairment associated with this event.